Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that caller states the pt came in for MRI today and the pt appeared to be using their external components correctly--bluetooth light was solid on communicator, communicator not plugged in, communicator on the ins and the caller said the handset was connected to communicator. However, the ins could not be connected to. Agent reviewed that a likely reason for this would be the ins is eos and the caller noted, when asked, that the pt said it has been around six months since stimulation worked. Agent chose event date of six months ago versus an event date of today and advised the pt to follow up with their managing doctor (doc name asked, unk). Additional information was received from the patient. They reported that the reason for the call was the patient said the device hadn't helped their symptoms. The patient said they hadn't been using the device because it wasn't working. Reviewed how to connect to the device. The patient was getting the device not responding message. The patient confirmed they were placing the communicator in the right spot. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. The patient clarified, "6 months since stimulation worked" as device malfunction. Battery was dead after 4 years, was told it should last 10 years. The patient had it removed on (B)(6) 2025. The issue was resolved. The cause of could not connect was most likely due to it needing to be replaced. This issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.